Event description:
It was reported that the pt's pump had a motor stall with no motor stall recovery recorded, which noted in the event logs. The motor stall was caused by the pt having an MRI. The pt had been out of the MRI for two hours at the time the event was reported and the pump had not yet recovered. The drug used in the pump at the time of the event was baclofen. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).